Event description:
Additional information was received from a patient (pt). It was reported that the recharger replacement was helpful in resolving the recharge/connection/implant recharge issues and the long recharge times. They are also pushing the ins sometimes and returning it to its position was becoming helpful. The patient did not know the cause of the recharging issues. The pt also reported that they did not know what the cause of the implant moving/tilting. The pt reported that it was getting hard to find the four corners. The pt reported that there will be not steps taken to resolve the issue and they no longer see the surgeon that implanted the device. They also reported that the issue has not been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient (pt) regarding an external device. The reason for call was caller stated that they need their recharger replaced again. Caller stated they had it replaced last year (see (B)(4)) because it was taking longer to charge the implant, and now within the last 6 weeks or a month it has started happening again. Caller stated last night it took them 40 minutes to charge the implant from 60% to 100%. Caller stated that is unacceptable and way too long. Caller stated it normally takes them 10 minutes to charge that much. Caller explained that they start out with excellent recharge quality but their implant moves around (see (B)(4)) so they have to reposition it quite a few times. Caller noted that they've had to take the battery out of the controller maybe a year ago to "get rid of the ram" like with a computer; caller denied seeing any error messages. Caller denied any visible damage to the recharger. Agent reviewed with caller that their past replacement was not even 6 months ago, and their recharging timeframe falls within the expected implant charge timeframe for this device. Caller disagreed with agent saying it should only take 10 minutes. Agent asked caller to remove the controller battery pack; caller then went to get their husb and to help and after several minutes agent was still unable to hear a response from caller. The call was disconnected. Pt called back stating already documented event about ins charge duration. During call caller verified no damage to controller charging port or to the recharger (rtm). Caller reset the controller and blew into the controller charging port. They then attempted to recharge the ins and they were recharging at excellent and the ins was recharging at 80%. Pt kept pushing for an rtm replacement because they claimed they got one last year due to same issue. Pt will monitor issue and call back if ins charging duration was still a problem. Caller mentioned (B)(6) stating that their ins moved around constantly going from side to side and sometimes they could feel it more distantly on the corner (see (B)(4)). Additional information was received from the patient reporting that the patient had been having issues charging where the unit will not go above 90% and is taking 3x as long to charge compared to 6months ago.

Event description:
Additional information was received from the patient reporting that they are unsure about the cause of the implant not going above 90% when charging and charging taking a long time. They discussed this with the territory manager and after several days, the charging went back to a reasonable charging time. Additional information was received from the patient reporting that they don't know about the cause of the implant not going above 90% when charging and charging taking a long time and they suspect this to be a battery issue. They met their territory manager and got their device charged. So far, the charging has went to 90% with less charging time and they are satisfied with the new replaced device.

Manufacturer narrative:
Continuation of d10: product ID: 97755, lot#serial#: (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reports her ins has migrated down and moved around and is not straight anymore. Pt states seems to be on edge and not flat anymore. Pt wondered if this is affecting the connection of finding her ins when charging. The patient was redirected to their healthcare provider to further address the issue. The patient called back stating that her battery is going to fail and only lasts a week and just wont work anymore. Pss had a hard time understanding the exact issue during call and pss confirmed on the phone that pt is having issues trying to connect with the rtm while charging. Pt states she sits there for 30 minutes trying to charge and just doesn't work. Pt states when she first got device the connection was immediate. Pt states she called chris and he mentioned the battery having difficulties and walked pt through resetting. Pss advised to reset controller and after reset confirmed blinking green light showing 80% ins and 100% controller. Pss advised to check for damage and pt states nothing is damaged. While on the phone pt seeing poor communication screens and mentioned because of her ins moving wondered if this is part of it not finding her device. Pt was able to charge ins during call and ins had incremented during call at end. The issue was not resolved. An email was sent to the repair department due to the patient having trouble connecting to ins and it taking a long time to charge. The recharger was replaced.

Manufacturer narrative:
Concomitant medical products: product ID:97755, serial#: (B)(4), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned." These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.